Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, he found the ultrasonic air sensor (uas) latch broken off. There was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) replaced the uas latch and completed pm. The unit operated to MFR specs and was returned to clinical use. The suspect part was returned to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.